Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port was found to have separated during patient use. The reporter stated that the tubing is breaking apart at the sampling port. Reported this happened overnight, the night before, on another patient. The event happened during drawing labs. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of separation was not confirmed on the returned set. No visual anomalies were observed on the returned set. The returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. Without the return of the reported sample, the complaint could not be confirmed. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.